Event description:
It was reported that unspecified wearable issue occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unspecified wearable issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified wearable issue occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unspecified wearable issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.